Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a burning sensation at the ins site in december after implant and before switching the ins on. The patient continues to complain of a burning sensation at the ins site/pea scar. The patient has had the ins switched on all this time. The wire was checked and appeared to be working fine. The ins has been switched off. No further complications were reported or anticipated.